Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Not returned by attorney.

Event description:
It was reported that the patient underwent a left revision procedure approximately seven years post-implantation due to pain, elevated ion levels, impingement, and popping sounds. The head and cup were removed and replaced with a zimmer biomet head and competitor shell and liner. Operative reports received indicates the patient underwent a revision procedure due to pain, instability and popping. It was further noted that there was mild necrotic tissue present in the joint and bone loss. The acetabular cup's porous coating was delaminated and the cup was retroverted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-03991 and 03992).

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently the patient was revised on (B)(6) 2015 due to pain, elevated ion levels, impingement, and popping sounds. The head and cup were removed and replaced with a zimmer biomet head and competitor shell and liner.